Manufacturer narrative:
The instructions for use for the align radial head system states the following: "radial head prosthesis cannot be expected to withstand the activity levels and loads of normal healthy bone and joint tissue. Failure of the component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union or excessive loads (estimated body weight equivalent of 350 lbs or greater). " "the lock screw packaged with the radial head must be installed and fully tightened to fix the radial head to the radial stem. The radial head prosthesis is designed to become a monoblock following fixation of the lock screw. If the lock screw is not attached and/or fully secured, the radial head may loosen and/or disconnect from the radial stem, causing soft tissue irritation and/or device failure." "Improper selection, placement, positioning, alignment or fixation of the implanted components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." "Malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the prosthesis or anatomical structures." The align radial head arthroplasty surgical technique guide additionally warns not to over-stuff the joint and to ensure that the radial stem is inserted to a depth covering at least half of the tps-coated area. The fluoroscopic images from the case indicate that the radial head construct was likely significantly over-stuffed, with a large portion of the tps-coated area on the radial stem left exposed. Although the construct may not have malfunctioned until after a year of use (which evidently included frequent strenuous activity), poor initial fixation of the radial stem was likely primarily responsible for its eventual failure.

Event description:
The set screw backed out of an implanted align radial head, requiring revision surgery.